Event description:
It was reported that during normal follow up, externalized conductors and noise were observed. The lead will be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Manufacturer narrative:
(B)(4).

Event description:
New information received notes that high, out of range, pacing lead impedance was observed. The lead was capped and replaced. The patients condition is good after the procedure.